Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event.

Event description:
Additional information was received indicating the physician suspected rv lead damage; however, no anomaly was observed either visually or via diagnostic imaging.